Event description:
It was reported that the patient was admitted emergently for treatment to the superficial femoral artery (sfa). The 4.0 x 20 mm trek dilatation catheter was advanced through a 6 french sheath and resistance was noted with the patient anatomy. The dilatation catheter was then removed without resistance. Upon removal, it was noted that the tip of the device had separated, and angiography revealed that the tip was in the sfa. Several attempts were made to remove the tip and the tip was snared and removed from the anatomy. At that time, the sfa became occluded with thrombosis. Thrombolytics were administered and an infusion catheter was advanced to deliver tissue plasminogen activator (tpa). The patient began to experience pain in the right foot. No further attempts were made and the patient was transferred to an intensive care unit at a second facility, as this facility does not have an intensive care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. A query of the electronic complaint handling database revealed no other incidents for tip detachment or physical resistance reported from this lot. It should be noted that the trek rx and mini trek rx global, instruction for use (IFU) states the trek rx and mini trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation (balloon models 2.00 mm - 5.00 mm only). Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.